Event description:
During remote follow up, noise resulting in oversensing was observed on he right ventricular (rv) lead. No intervention has been performed. An x-ray imaging was performed and no additional anomalies were observed. The patient was stable.